Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire distal tip was noted to be kinked/bent. The guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 44cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that unpacked a synchro guidewire and no anomaly was noticed. During flushing, the operator found the tip of guidewire was kinked. The device was returned and it was confirmed that the distal tip of the guidewire had been kinked and the proximal ptfe coating was noted to be peeled. It is possible that the guidewire was damaged during removal from its packaging hoop, therefore an assignable cause of handling damage will be assigned to the reported and analyzed event of guidewire distal end/tip kinked/bent. The peeling noted to the ptfe coating is indicative of interaction with an under tightened torque device or backloading through the introducer. An assignable cause of handling damage will be assigned to the reported and analyzed event of guidewire ptfe coating peeling.

Event description:
The guidewire (subject device) was returned for analysis and during device investigation, it was discovered that the guidewire (subject device) ptfe (polytetrafluoroethylene) inner coating was peeling from the body of the guidewire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.